Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of break in aseptic technique and peritonitis in a home patient (hp). On an unreported date, the hp experienced a break in aseptic technique, further described as poor hygiene. On an unreported date in 2011, the hp experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was poor hygiene and a break in aseptic technique. On an unknown date in 2011, the hp was treated with antibiotics (medication, dose, route and frequency not reported). It was not reported if the hp was retrained on proper aseptic technique. On an unreported date in 2011, the hp was discharged from the hospital. The hp recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.